Manufacturer narrative:
This crt-d is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were exhibiting a gradual rise in impedance measurements. The physician attributed these clinical observations to be due to a buildup of calcification at the rv lead tip however this was not conclusively determined. Surgical intervention was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts, this cardiac resynchronization therapy defibrillator (crt-d) was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.